Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the device had an intermittent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient using the device was under 12 years of age. Labeling indicates: the t:slim g4 system is indicated for use in individuals 12 years of age and greater.